Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ data cable / model #: 1575 / (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ventricular assist device (vad) patient had a bent pin in the data port of the controller and was unable to connect the data cable. There was also a worn connector on the monitor data cable. The controller and data cable were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one (1) controller and one (1) data cable with unknown lot number were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing; the controller was able to adequately connect to the data cable during bench testing. As a result, the reported "bent pin in the data port" event could not be confirmed. Failure analysis of the returned data cable revealed that the data cable passed functional testing. Visual inspection revealed marks and wear on the connector due to attempts of mating with the controller connector. The damages that was observed did not affect the functionality of the device; the data cable was able to adequately connect to a controller. As a result, the reported "worn connector" event was confirmed. Based on the available information, the most likely root cause of the reported "worn connector" event can be attributed to wear, likely due to normal disconnection and reconnection between the data cable and metal serial port connectors on the controller. An internal investigation was opened to evaluate bent/damaged pins with controller 2.0 and damaged data cable connectors. Additional products: data cable, unk d10: yes, return date: 2018-11-09 h3: yes h6 FDA method code(s): 10 h6 FDA results code(s): 180 h6 FDA conclusion code(s): 19 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.